Event description:
It was reported the pt fell backwards onto the arm of a wooden chair. The impact of the fall was at the neurostimulator site. Stimulation ceased. The pt experienced telemetry issues with the pt programmer, the 8840 programmer and recharger. The neurostimulator was unresponsive. A physician mode recharge was attempted by a manufacturer representative (rep). After the physician mode recharge was completed, the rep attempted to charge the device. The recharger indicated the neurostimulator was 75% charged, however, there was no telemetry. The rep attempted another physician mode recharge with a different recharger without success. Another physician mode recharge was performed without success. The neurostimulator was explanted and replaced. There was no damage to the extension or lead. No further complications were reported after replacement.

Manufacturer narrative:
Device analysis revealed foreign material under the connector cover and stable output for each electrode pair; normal device function.